Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 2001. No plaque or thrombosis was reported in the aneurysm neck. It was reported that a fold was noted above the flow divider of the bifurcated stent graft after it was deployed. A type I endoleak was noted. It was reported that the physician used an angioplasty balloon in the aortic neck to minimize the endoleak, but a slight leak was still present and the fold was not completely resolved. It was reported that the endoleak was later resolved with implantation of a palmaz stent or balloon angioplasty. No add'l clinical sequelae were reported, and the pt is reported to be fine. Films have been rec'd by medtronic ave. Analysis of the films is pending.